Manufacturer narrative:
Please note the exact event date is unknown and that the event date in date of event is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter and perforation of the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the ivc filter and perforation of the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Event: the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures three years and a month post implantation, after undergoing a computerized tomography (CT) scan. It is noted that the scan showed the filter had tilted to the left. The patient reports that the device is unable to be retrieved, however, there have been no attempts made to remove the device. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient had a five to six day history of left lower extremity edema and pain. While admitted in the hospital, a lower extremity venous duplex demonstrated occlusive thrombosis of the left common femoral vein down to the left ankle. The patient was treated with intravenous (IV) heparin and transitioned to xarelto prior to discharge. However, three to four days prior to the filter placement, the patient complained of worsening left lower extremity edema after that event. The patient therefore underwent the filter placement. During the filter implantation procedure, the filter was deployed via the right common femoral vein. During the procedure, the patient was unable to have the left lower extremity dvt treated due to the physician having been unable to gain access to the left popliteal vein due to tracking difficulties of an unknown wire. A day following the filter placement, the patient underwent a catheter directed thrombolysis. There is currently no information available on the outcome of that procedure. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt of the inferior vena cava (ivc) filter and perforation of the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures three years and a month post implantation, after undergoing a computerized tomography (CT) scan. It is noted that the scan showed the filter had tilted to the left. The patient reports that the device is unable to be retrieved, however, there have been no attempts made to remove the device. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient had a five to six day history of left lower extremity edema and pain. While admitted in the hospital, a lower extremity venous duplex demonstrated occlusive thrombosis of the left common femoral vein down to the left ankle. The patient was treated with intravenous (IV) heparin and transitioned to xarelto prior to discharge. However, three to four days prior to the filter placement, the patient complained of worsening left lower extremity edema after that event. The patient therefore underwent the filter placement. During the filter implantation procedure, the filter was deployed via the right common femoral vein. During the procedure, the patient was unable to have the left lower extremity dvt treated due to the physician having been unable to gain access to the left popliteal vein due to tracking difficulties of an unknown wire. A day following the filter placement, the patient underwent a catheter directed thrombolysis. There is currently no information available on the outcome of that procedure. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 15997273 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.